Event description:
Customer called to report an overinfusion on this pump. Patient receiving chemo treatment. Pump programmed for 7.9 ml per hour 365 ml of chemo in bag. About 45 hours into patient therapy, nurse checked pump and pump read 90.3 nurse estimated approximately 125 ml of chemo was left in the bag. Nurse called physician for additional instructions for patient. Physician instructed nurse to infuse remaining volume over a 5 hour period. Pump then alarmed that the bag was empty. Number of pump indicated 204.8 pump actually infused 365 ml. No patient injury has been reported at this time. Pump will be sent to baxter for testing.

Manufacturer narrative:
Device has been requested for evaluation.